Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited high thresholds. It was also reported that high impedance was observed in multiple locations during pacing lead revision. The pacing lead was not implanted and replaced. No patient complications have been reported as a result of this event.